Event description:
During a distributor inspection of product shipped to another country, it was noted that a bag of twelve 402-45112 (12mm long) screws were labeled as 402-45114 (14mm long) screws. There was no patient contact.

Manufacturer narrative:
Investigation pending returned product.